Event description:
The field engineer reported that the cine disc failed, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced. The system was then found to be operating as intended.